Manufacturer narrative:
Updated data: b5, d3, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 1 day following the implant of the valve, a permanent pacemaker was implanted.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, in a patient with first degree atrio-ventricular block and complete right bundle branch block at baseline, using the transfemoral approach the delivery catheter system and loaded 29mm valve were inserted into the patient and navigated to the aortic valve in the heart. Temporary pacing was initiated. The valve was fully deployed at an approximate depth of 3mm, but the valve dislodged to an approximate depth of 5mm. The patient converted to complete heart block. Temporary pacing was left in place for back-up pacing and the patient was returned to the intensive care unit.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: not implantable product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: not implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.